Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of screen not working properly, and additionally noted that the upper and lower hinges were worn, the keyboard hinges were broken and the stylus bent. The touch screen replacement is no longer available and therefore the programmer was recommended to be scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer and screen did not work properly. The product has not been returned to service. There was no patient involvement. It was further reported that the programmer was returned for service. It was further reported via follow-up that it was impossible to execute threshold testing during an implant procedure and that there was high-frequency noise on the electrogram.